Manufacturer narrative:
The device history record and sterilization batch release record were reviewed and indicated that the component involved met specification. The component was unable to be obtained for further analysis. Should additional information be obtained, the report will be supplemented.

Event description:
Patient suffered form a fall and upon review of radiographs, it was identified that their femoral stem had fractured requiring surgical intervention.